Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) received an alert for possible device malfunction due to the capacitor charge time exceeding the limit of 45 seconds. The patient also reported the device was beeping. Upon interrogation at a follow-up, the device was noted to have a charge time of 12 seconds. Currently, there is no explanation for the long charge time. The device was explanted and replaced and will be returned for further analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Laboratory analysis confirmed that a fault code 1007 occurred during a capform for a charge time out. On 2nd capform, the device recovered and had a 10.1 second charge time. It was found that the device had internal arcing in one of the high voltage capacitors which caused the charge time out. The device failure is consistent with trended devices that have internal arcing in the high voltage capacitors, which likely occurred due to the presence of foreign material.